Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was stuck. There was no reported adverse impact to the customers blood glucose level. The customer declined troubleshooting with tandem technical support, therefore, no additional information was provided.